Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the patient did not have corneal erosion issues prior to treatment. A bandage contact lens was placed on the eye and the patient was instructed to use a topical antibiotic. The patient was seen in follow up and noted having difficulty keeping the bandage contact lens in the eye so the patient was told to use preservative free artificial tear drops every hour and a tear ointment at night.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with pain upon awakening in the left eye three months post photorefractive keratectomy. The patient was noted to have a recurrent corneal erosion. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).